Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection revealed that the bottom part of the set that consists of a y component tube and luer lock was completely missing. Therefore, the reported condition was confirmed. A close visual inspection of the tube revealed solvent traces on the tube end. The root cause for this condition is that the piece was attached with solvent, but detached due to an undetected process issue on the automation machine. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to (B)(4) baxter of a flo-gard IV solution set in which the male luer lock at the end of the tubing was missing. This reported condition was noticed during setup. There was no patient involvement or medical intervention involved. No additional information is available.